Event description:
Same case as MDR # 2134265-2012-00138 . It was reported that during preparation for a stenting treatment procedure, stent damage was identified. While prepping for a stenting treatment procedure in the mid right coronary artery, the 5.0x20mm veriflex stent delivery system was removed from the packaging hoop and the stent was noted to be damaged in the mid section. The device did not enter the patient. Then the physician went to prep a 5.0x24mm veriflex stent delivery system, however upon removal from the packaging hoop and the stent was also noted to be damaged. The device did not enter the patient and the procedure was completed with a 5.0x28mm non-bsc stent. No patient complications were reported and the patient's status is fine.

Event description:
Same case as MDR # 2134265-2012-00138 . It was reported that during preparation for a stenting treatment procedure, stent damage was identified. While prepping for a stenting treatment procedure in the mid right coronary artery, the 5.0x20mm veriflex stent delivery system was removed from the packaging hoop and the stent was noted to be damaged in the mid section. The device did not enter the patient. Then the physician went to prep a 5.0x24mm veriflex stent delivery system, however upon removal from the packaging hoop and the stent was also noted to be damaged. The device did not enter the patient and the procedure was completed with a 5.0x28mm non-bsc stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the stent was detached from the balloon and was free moving on the product mandrel. An examination of the stent found that the stent struts at the proximal and distal ends were damaged and misaligned. An examination of the balloon found a clear impression of the stent crimp. No issues were noted with the actual stent protector, which was also positioned on the product mandrel. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).